Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. It is unknown if the account used an approved lens/cartridge/handpiece combination. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 02/22/2013. (B)(4). The report was mailed to FDA on: 03/22/2013. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to the patient not being able to see well. Additional information was received from an assistant who reported the patient had stated her vision was poor like a film over her vision. The lens was exchanged for a monofocal lens. Additional information was received from the surgeon who reported the event resolved with treatment (exchange). It is unknown if the lens caused or contributed to the event.